Manufacturer narrative:
H6: health effect impact code: f1901: additional surgery. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1154, 2225, 3191: other for ¿stomach burst open creating a large [hole] from which her intestine protruded¿; "gore mesh was found to have 'failed' by failing to incorporate and absorbing [too] early. This caused 'abdominal evisceration' and protruding intestine to occur. The bowel was noted as injured and required repair¿; ¿she also broke her hip when she fell at home due to weakness and difficulty walking from the mesh complications¿; and ¿she has also suffered significant disfigurement from the failed mesh¿ were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span june 19, 2016 through april 8, 2019 and not all records received in this time span are relevant to the gore® bio-a® tissue reinforcement device. Patient information: medical history: ¿ hypertension; ¿ previous smoker; ¿ overweight; - (B)(6) 2018: 170 lbs., bmi 29.25; ¿ gastroesophageal reflux disease [gerd]; ¿ methicillin resistant staphylococcus aureus [mrsa] carrier; ¿ kidney disease; ¿ myocardial infarction [mi]; ¿ (B)(6) 2019: igg and igm monoclonal gammopathy, low grade lymphoproliferative disorder [autoimmune hemolytic anemia]; ¿ (B)(6) 2019: death at age 77 years from coronary artery disease, chronic renal failure. Prior surgical procedures: ¿ (B)(6) 2016: diagnostic laparoscopy. Exploratory laparotomy, subtotal colectomy with end ileostomy. Relevant medical information: ¿ (B)(6) 2016: ¿midline open wound with no signs infection, minimal fibrous tissue, (+) granulation tissue, fascial suture visible. Continue current dressing changes to abdominal wound, may eventually require minor sharp debridement.¿. ¿ (B)(6) 2016: ¿now that there is no longer any slough or fibrinous exudate, would benefit from wound vac to expedite healing. Plan: aquacel ag to midline wound until wound vac is available.¿. ¿ (B)(6) 2016: ¿bi-lobed mid-line wound without fibrinous exudate. Some exposed suture material. Fascia appears intact with granulation tissue. Wound now approximately 7 cm x 1.8 cm, 1-2 cm undermining. Impression: healing midline wound, slow but having progression to closure. Unable to tolerate wound vac. Ileostomy healthy and functioning well.¿ . ¿ (B)(6) 2017: ¿mrsa surveillance culture. Source: nares. Final result: mrsa isolated.¿. ¿ (B)(6) 2017: requests stomal reversal. ¿she should give serious consideration to not have stoma reversal. Explained that at present time her abdominal wall skin is not amenable to any abdominal operations. Pancreatic mass with small lesions in liver need workup. Pt understood and was somewhat upset because she is intent on stoma reversal regardless of consequences.¿ plan: CT abdomen and pelvis. ¿will need time for extensive abdominal wall dermatitis to resolve.¿. ¿ (B)(6) 2017: CT abdomen/pelvis. ¿impression: 2 cm mass abutting the pancreatic tail.¿. ¿ (B)(6) 2017: ¿rash to face, head and stoma. Aerobic bacterial culture. Source: skin. Final result: mrsa.¿. ¿ (B)(6) 2017: ¿evaluation for ileostomy reversal. Needs to have colonoscopy to visualize anatomy of rectum. Will be evaluated for ventral hernia repair during the or, to determine if is diastasis or ventral hernia.¿ 20 implant preoperative complaints: ¿ (B)(6) 2017: ¿risks and benefits of procedure discussed with pt [patient] and companion, including, but not limited to: bleeding, infection, anastomotic leak, anastomotic stricture, nerve damage, incision hernia, bowel obstruction, anesthesia complications, need for blood transfusion, death, etc. A bioabsorbale mesh will be used to help reinforce the closure to help prevent hernia formation. Pt understands and agrees to surgery. The hernia repair procedure has been fully reviewed with pt and possible complications. These include, but are not limited to: bleeding, infection, postoperative nerve pain or numbness, reoccurrence, heart/lung problems, death, etc. Since there is concern for infection/bowel injury, biologic mesh will be used. Pt understands the nature of biologic mesh and increased risk of reoccurrence. If the procedure is performed laparoscopically, need for conversion to open was discussed.¿ ¿ (B)(6) 17: ¿patient is a 76- year-old female who underwent prior open subtotal colectomy for ischemic colitis. Patient has recovered at this time and has elected to undergo reconnection. Patient is noted to have a parastomal hernia and in addition, she has a low midline incisional hernia.¿. Implant procedure: laparoscopic ileostomy closure with open incisional and parastomal hernia repairs. Implant: gore® bio-a® tissue reinforcement [fs0915/16340701, 9cm x 15cm]. Implant date: (B)(6) 2017 [hospitalization (B)(6) 2017]. ¿ description of hernia being treated: ¿a left upper quadrant 5 mm incision was made and a veress needle was inserted. Pneumoperitoneum was created. An optiview was then used to enter the abdomen. No evidence of intraabdominal organ injury upon entry. There was 1 minor adhesion to the anterior abdominal wall. Then right lower quadrant, right upper quadrant and left lower quadrant 5 mm ports were placed under direct visualization. The one adhesion was taken down. The umbilical port was then placed. There were no small bowel adhesions noted. The sigmoid colon was almost entirely left behind and minimal mobilization to its lateral attachments was performed. Flexible sigmoidoscopy was performed up to the staple line. The proximal staple line area looked pale and was partially contracted probably from disuse. Attempts to pass an eea anvil up to this point were unsuccessful. Therefore, it was opted not to do an end-to-end anastomosis and we would do a side-to-side. A low midline incision was made through her prior scar. Subcutaneous tissue was divided. Hernia sac was then entered. The sigmoid colon was then externalized. A mesenteric window was created and the bowel was transected. Remaining mesentery was transected. Approximately 10 cm of sigmoid colon was removed and passed off the field. The small bowel was then freed up from its intraabdominal adhesions. A skin incision was made around the ileostomy and subcutaneous was divided down to the fascia. The fascia was freed up. The ileostomy was then dropped back into the belly and brought out. The distal 8 cm of small bowel was divided using a gia purple stapler. The remaining mesentery was divided with ligasure. The bowel was then aligned. Two enterotomies were made and an anastomosis was created with the sigmoid colon using a gia purple 60 stapler x 2. The remaining enterotomy was then closed using a ta 90 stapler. The dirty instruments and blue towels were removed from the field and our gloves were changed. The ileostomy was sent permanent to pathology. The staple line was then oversewn with interrupted 3-0 silk lembert sutures. The mesenteric defect was closed with a running 3-0 silk suture. The abdomen and pelvis was irrigated and suctioned out. No evidence of bleeding was noted. The anterior and posterior rectus fascia was identified and dissected out. The retrorectus space was then further opened up and defined. The posterior fascia of the ileostomy site was closed with a running 0 vicryl suture. The posterior fascia was then closed with running 0 vicryl sutures.¿. ¿ implant size and fixation: ¿a 9 cm x 15 cm bio-a mesh was then fashioned and placed in the retrorectus space. The wound was then irrigated and suctioned out. A drain was placed through the left lower quadrant 5 mm port site, placed in the retrorectus space and secured in place with a drain stitch. The anterior fascia was then closed with running #1 looped maxon sutures. A 15 blake drain was placed in the subcutaneous space and brought out through the right lower quadrant 5 mm port site. The skin was then closed using surgical staples. The stoma site was closed with circumferential 3- 0 vicryl sutures over a penrose drain. The remaining two 5 mm port sites were closed with subcuticular sutures. The wounds were then cleaned, steri- strips placed and sterile dressings placed.¿. ¿ (B)(6) 2017: pathology. ¿ileostomy closure, ileostomy site: benign small bowel tissue with connection to skin, consistent with ileostomy site. Areas of mild chronic inflammation with reactive changes. Resection, sigmoid colon: benign colonic tissue with no significant pathologic change.¿. ¿ (B)(6) 2017: discharge summary: ¿stable condition. Continue taking aspirin. Incisions are clean, dry, intact. Penrose drain in place at prior ileostomy site, open, for drainage. No heavy lifting (> 10-15 pounds) or vigorous activity for 6 weeks.¿ . Revision preoperative complaints: ¿ (B)(6) 2017: ¿midline incision healing well. Removed all staples and instructed to place dry gauze over ostomy site to help absorb drainage. There is a bulge on right side of incision.¿. ¿ (B)(6) 2017: emergency department: ¿presents for bowel evisceration. States staples removed 2 days ago and was on toilet straining to have bowel movement when her incision opened and bowel popped out. Pain. Exam: pink bowel protruding from incision site, mildly distended abdomen, moderately tender abdomen. Impression: bowel evisceration due to wound dehiscence. Plan: general surgery consulted for emergent surgical evaluation.¿. Revision procedure: exploratory laparotomy, repair of small bowel enterotomy, repair of small bowel seromuscular tears and closure of abdominal wall with retention sutures. Revision date: (B)(6) 2017 [hospitalization (B)(6) 2017 through (B)(6) 2017] . ¿ (B)(6) 2017: ¿the patient was already on therapeutic antibiotics from the emergency room. Patient's abdomen was explored. The previous biologic mesh was partially incorporated and otherwise dissolved. The stitches were removed from the peritoneal and fascial layers. The bowel was inspected, the bowel was found to be erythematous and from the loops that were external. There were some adhesions within the abdomen and all the bowel was eviscerated in order to inspect from the ligament of treitz to the ileorectal anastomosis. During this process, the bowel was incredibly fragile due to the inflammatory nature of the bowel and 2 seromuscular dissections were repaired using 3-0 vicryl interrupted sutures. One loop of bowel which was in the proximal ileum had sustained an enterotomy the contamination was controlled. The injury was closed using 3-0 vicryl in continuous running fashion followed by interrupted 3-0 lembert sutures. There were no necrotic areas of bowel. The bowel was found to be very distended as well as distended as well from her ileus. No intraabdominal abscesses were identified. The abdominal fascia was found to be dehisced on exploration and most likely there was a subcutaneous and fascial infection which prompted the dehiscence as well as the patient¿s straining on the toilet and also her frailty. The bowel was then milked retrograde fashion in order to be able to close the abdomen as her bowel was very distended. The abdomen was copiously irrigated with warm normal saline. The abdomen was then closed using #2 nylon retention sutures x 5 along the length of her midline incision. The abdomen fascia was also closed in an interrupted figure-of-eight fashion with #1 vicryl sutures. Subcutaneous layer was also irrigated, it was left open. It was packed with kerlix gauze.¿. ¿ (B)(6) 2017: ¿incision clean, dehiscence worsening with bowel under the sutures. Impression: controlled dehiscence, complex wound. Plan: will need or today for mesh placement and reclosure of abdomen. Pseudomonas in wound.¿. ¿ (B)(6) 2017: exploratory laparotomy, abdominal closure with biologic strattice mesh, wound vac placement. ¿the loose fascial sutures that were present were removed with heavy scissors. The inferior 25% of the midline wound was found to be intact and healing appropriately. Therefore, these were not removed. Strattice mesh was then selected. The fascial opening was 15 x 6 cm length x width. We then created at least a 4 cm overlap circumferentially with the mesh and the fascia in an underlay fashion. The subcutaneous flaps were created circumferentially and then used #1 maxon sutures to create interrupted sutures circumferentially between the fascia and the strattice mesh. Following this, we were satisfied with there being no large gaps between the sutures. We then approximated the fascial edges that could be easily approximated with #1 vicryls. A white wound vac sponge was placed over the mesh followed by a black sponge in the subcutaneous space. Wound vac plastic was then applied and attached to the vac machine with 75 mmhg continuous low intensity. Patient tolerated procedure well. Patient was taken to recovery in stable condition. The retention sutures did create skin wounds under each of the retention suture sites with some skin necrosis.¿. ¿ (B)(6) 2017: ¿oozing small wounds x 6, both sides of main wound-s/p sites of retention sutures. Abdomen distended, soft, (+) pain. Midline incision open wound approximately 20 cm long x 7 cm wide x approximately 5 cm deep with fascial sutures exposed. Wound tissue red. Canister with small serosanguinous drainage x 3 days. Periwound with open wounds to both sides of midline wound where retention sutures were. One noted a deep full-thickness open wound to left side of midline wound that extends to main wound. Impression/plan: midline incision open wound on wound vac therapy.¿. ¿ (B)(6) 2017: discharge summary: ¿wound is now stabilized with wound vac, tolerating regular diet with bowel movements. Condition of wound: incision clean, dry, intact.¿. Relevant medical information: ¿ (B)(6) 2017 - (B)(6) 2018: home health visits: ¿experienced severe edema both legs and feet and complained of bilateral leg pain which limited her mobility. Wound vac dressing change to large full thickness abdominal wound, and retention suture sites. Vac canister required changing at each dressing change due to large exudate level, 200-250 ml creamy serosanguinous drainage.¿. ¿ (B)(6) 2018: emergency department for right leg pain and concern for infection after mechanical trip and fall. Abdominal wound vac without concern for infection. ¿ (B)(6) 2018: ¿wound vac intact over wound, improvement in size.¿ . ¿ (B)(6) 2018 - (B)(6) 2018: home health visits: ¿persistent 3+ edema to bilateral lower extremities. Wounds to lower extremities draining copious amounts of serous drainage. No purulence, no overt signs of infection. Abdominal wound contracting nicely, lower extremity ulcers slight improved with left lower extremity draining large amount of serous fluid daily. No infection.¿. ¿ (B)(6) 2018: ¿open abdominal wound healing. Wound vac has been removed.¿ ¿ (B)(6) 2018: CT thorax: ¿impression: new mild left perisplenic ascites fluid. Mild mesentery edema in left abdomen.¿. ¿ (B)(6) 2018: emergency department: ¿abdominal wound infection. Has large central abdominal wound, slow healing. Noted redness and warmth around site 1 week ago. Since then, increasing in size and redness. Home health wound care believes wound to be fungal in etiology. Started on topical antifungals over past few days without relief. Also with infection to right side of face. Exam: abdominal wound, surrounding erythema, warmth. Impression: tinea corporis [ringworm, fungal infection], cellulitis.¿. ¿ (B)(6) 2018: ¿follow up wound infection. Blood cultures positive staph cultures. Site culture. Source: skin. Final result: heavy growth mrsa. Plan: abdominal wound dressing change daily or when soiled or saturated.¿. ¿ (B)(6) 2018: ¿doxycycline for bacterial infection.¿. ¿ (B)(6) 2018: ¿open abdominal wound. Red marking-erythematous skin around wound site. Midline open wound appears healthy red awaiting complete epithelization. Scar tissue intact, clean. (+) erythematous skin around wound site. Wound size: approximately 7.5 cm x 3.5 cm x <0.1 cm. Wound appearance: 100% red. Impression/plan: midline wound awaiting complete epithelialization. Local erythema (+) mrsa.¿. ¿ (B)(6) 2018: ¿finished antibiotics and wound changes continued without issues. Small area of granulation at center of wound remaining. Cellulitis improved, skin now looks to be irritated from dryness and chronic use of tape.¿. ¿ (B)(6) 2018: ¿abdominal wound healing-reepithelializing nicely with smaller size measurement 5.5 x 3.5 superficial. No signs infection.¿ . ¿ (B)(6) 2018: inpatient: ¿tripped over legs of a bench at foot of her bed and fell onto right hip on the travertine floor. Fractured femur. Abdomen wound is healing and has shrunk quite a bit. Abdomen: lumpy from multiple surgery scars. 7 x 3 x 0.1 cm open abdomen wound. Pink, red granulating base and scant serous drainage. Impression: infection is a concern but the abdominal wound is healing well without any cellulitis.¿. ¿ (B)(6) 2018: emergency department: ¿skin irritation on abdomen and face x 2 days, states she has fungal infection. Exam: warm erythema with the weeping over centralized scar. Dry flaky skin, areas of weeping with yellow discharge. Impression: cellulitis. Site culture. Source: skin. Final result: mrsa.¿. ¿ (B)(6) 2018: home health: ¿full thickness abdominal wound was left open to heal by secondary intention after surgery in (B)(6) 2017. Has been self-managing wound with support of skilled nursing for awhile and wound has not healed. Full thickness but superficial, no packing required but does need to be covered.¿ ¿pt states ¿I don't cover it¿.¿ per wound care recommendations, wound should be covered until 100% completely resurfaced with new skin. Right hip wound well healed. Abdominal wound slow to reepithelialize. May benefit from silver nitrate/promogran.¿. ¿ (B)(6) 2018: ¿abdominal wound noted with periwound erythema that is weeping serous drainage. No overt signs of infection noted.¿. ¿ (B)(6) 2018: emergency department¿ ¿wound infection. Skin infection/infection of abdomen. Previously referred to dermatology but did not see them in clinic. Wound started weeping yesterday. Noted some redness around abdominal wound 2 days ago. Has home health nurse who takes care of wound changes. Exam: two areas as noted 1 larger area rectangular and 1 smaller area which is circular and measures 6 x 6 cm. Granulation tissue. Yellowish discharge present. Impression/plan: cellulitis.¿. ¿ (B)(6) 2018: home health: ¿abdominal wound is healing with topical bactroban. No signs infection.¿. ¿ (B)(6) 2018: ¿requesting a letter or some type of documentation that states details as to why she needed to have second abdominal surgery to repair the mesh that was initially in place. Pt states she has a lawsuit against the mesh company, ¿not kaiser¿ and the report that she was given does not mention that she needed a second surgery due to mesh malfunction.¿. ¿ (B)(6) 2018: ¿abdominal wound is healing well, no longer weeping. Impression: fecal urgency, fecal incontinence. Plan: referral gi.¿. ¿ (B)(6) 2019: plastic surgery: ¿impression: open abdomen scar. Reviewed healing and scar maturation process.¿ ¿I emphasized there is no such thing as scarless healing, even when done by plastic surgeon. Discussed fact that no scar can be removed completely. Reviewed alternatives, risks, potential complications including recurrence of unsightly scar. I do believe there is medical necessity for revision. This scar is of suboptimal quality and surgery possibly would improve its appearance or the pt¿s function.¿ ¿plan: advised to enter monitored diet and exercise program. Target wt. 175 lb. Can do large scar revision once wt. [Weight] is down, will deepithelialize the scar skin and advance lateral skin. Central midline scar.¿. ¿ (B)(6) 2019: certificate of death. Age at death: 77 years. Cause of death: coronary artery disease. Other significant conditions contributing to death: chronic renal failure. Conclusion: it should be noted that the gore® bio-a® tissue reinforcement instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions are those typically associated with any implantable prosthesis, and may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿. The instructions for use also includes a precaution: ¿the gore® bio-a® tissue reinforcement is not designed to be a load-bearing prosthesis and is therefore not recommended for the permanent bridging of fascial defects.¿ . The instructions for use state: ¿the implanted gore® bio-a® tissue reinforcement is a porous fibrous structure composed solely of synthetic bioabsorbable poly(glycolide: trimethylene carbonate) copolymer. Degraded via a combination of hydrolytic and enzymatic pathways, the copolymer has been found to be both biocompatible and nonantigenic. In vivo studies with this copolymer indicate the bioabsorption process should be complete by six to seven months.¿. The instructions for use state: ¿as with any mesh, use of gore® bio-a® tissue reinforcement in the presence of contamination may result in dyspareunia, fever, infection, irritation or inflammation, pain, and wound dehiscence, and may require removal of the mesh if infection occurs.¿. The instructions for use further state: ¿when used for hernia repair, it is recommended that gore® bio-a® tissue reinforcement be used as a suture-line reinforcement. It is recommended that the device be placed next to well-vascularized tissue. Gore® bio-a® tissue reinforcement is not recommended for permanent bridging of fascial defects. The gore® bio-a® tissue reinforcement may be suture-tacked to host tissue for stabilization. Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: xxxxxxx . Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Previous MDR 275571 sent in error with wrong patient information. H6: updated health effect- clinical code. H6: updated investigation findings. H6: updated investigation conclusions. H6: additional investigation conclusion code d17: appropriate term/code available for ¿withdrawn complaint¿. H6: health effect impact code: f1903: device explantation; f24: insufficient information. Previous patient codes (1994: pain and 3191: appropriate term/code not available for ¿fluid collection¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6) 2005 through (B)(6) 2007 and not all records received in this time span are relevant to the unknown gore device. Patient information: medical history: former smoker, morbid obesity, cardiomyopathy, diabetes mellitus, hypothyroidism, congestive heart failure. Prior surgical procedures: previous hernia repair [unknown date]. 1990; 1998: cesarean section. Hysterectomy [unknown date]. Relevant medical information: (B)(6) 2005: recurrent ventral hernia repair with mesh. ¿a 12-cm horizontal transverse incision was taken about 2 cm below the umbilicus, most of the incision on the right side, with the #10 scalpel. Using cautery, the dermis was cut, and coag features were used to cut through the subcutaneous tissue and fascia until the peritoneal space was reached, and the peritoneum was entered to access the loops of bowel. As we removed the multiple loops of bowel that appeared to be adherent, there was a lot of scar tissue, so extensive lysis of adhesions was done. At the same time, we mobilized all the tissue, freeing up the excess tissue around the fascial edges until all the fascial edges all around were clearly identified. After having done extensive lysis of adhesions and freed the bowel from the posterior abdominal wall and the adhesions of the bowel itself, the bowel was returned to the peritoneal cavity. Then a parietex mesh was used, cut to size, approximately 10 to 12 cm in diameter, and the special gore-tex sutures were used to tie the parietex to the posterior abdominal wall intraperitoneally. Multiple interrupted sutures throughout encircling the entire mesh were taken and then tied. The large hernia defect was now closed with the parietex mesh. Then we closed the fascia, followed by bring the superficial epidermis together with staples.¿ implant preoperative complaints: (B)(6) 2006: ¿this is a 50-year-old female with recurrent ventral hernias after a cesarean section. She has had 4 recurrent hernias and she was symptomatic with pain and hence the surgery was indicated.¿ implant procedure: exploratory laparotomy, ventral hernia repair with mesh and lysis of adhesions. Implant: ¿8 x 6 gore-tex mesh¿ (unk/unk). Implant date: (B)(6) 2006. Description of hernia being treated: ¿the midline was entered using a scalpel. The abdominal cavity was entered using electrocautery. Lots of small bowel to small bowel adhesions were noted. Significant adhesions between the small bowel and the mesh were also present. The adhesions were carefully taken down using metzenbaum scissors. Care was taken to make sure there were no enterotomies made. Once the bowel loops were totally freed, the fascial edges were then identified and held using kocher clamps.¿ implant size and fixation: ¿we used an 8 x 6 gore-tex mesh which was placed above the loops of bowel. It was tacked to the fascia using interrupted gore-tex sutures. We used a great number of these sutures to tack the fascia well. Care was taken to make sure that we stayed above the mesh and did not enter the abdominal cavity with a needle. The fascia was then closed using running gore-tex suture as well. Interrupted 3-0 vicryl sutures were placed to approximate the subcutaneous tissue, and the skin was approximated using staples.¿ no post-operative records were provided. Relevant medical information: on (B)(6) 2007: abdominal wall fluid collection washout with pulsavac evacuation. ¿the abdominal incision was opened through the previous scar, taken down through the subcutaneous tissues and fascia. A fluid collection was identified and drained and pulsavac evacuation was done. Cultures were obtained, sent to pathology for full evaluation. She tolerated the procedure well. Vac drainage was placed at the completion of her procedure.¿ on (B)(6) 2007: ¿the patient has a long-standing history of ventral hernia after hysterectomy. She was having problems with this, and on (B)(6) 2006 had a ventral wound herniorrhaphy with mesh placement. The patient states that she left the hospital and did well, with good healing. She had her sutures removed on (B)(6) 2007 with no problems and few days later she noticed increasing abdominal pain and also warmth and erythema of the suture line. ¿per the patient's recounting, she had 3 separate small incisions of her wound site, which each time drained only serosanguineous fluid. She never noted frank pus. The patient reports a CT scan, which was reportedly significant for a fluid collection in the area of her surgery. The patient is now postoperative day #1 from incision and drainage of her abdominal wound. She has a vac in place. The patient states that she was having fevers up to 100.8 and chills. She denies nausea, vomiting, or diarrhea. She has the positive sick contact of her daughter. Physical examination: abdomen: soft, nontender, nondistended, with no hepatosplenomegaly. She has a vac in place from a midline abdominal wound. The patient states that the mesh was left in. She has minimal surrounding erythema around the vac, and the vac is draining serosanguineous fluid.¿ ¿the patient is a 50-year-old woman, with a staphylococcus aureus abdominal wound infection, mesh associated, currently on vancomycin. At this time, we will continue her vancomycin and await the results of susceptibilities. The patient will likely need a prolonged course of antibiotics with mesh in place. Provided she does well then would consider chronic suppressive therapy with an oral agent.¿ on (B)(6) 2007: wound culture collected (B)(6) 2007: ¿1+ staph aureus methicillin resistant.¿ on (B)(6) 2007: split thickness skin graft less than 100 cm to abdominal wound from right thigh donor site. ­¿the pulsavac antibiotic solution was used to irrigate the non-healing wound. A 0.014 thickness skin graft was obtained from the right thigh and meshed 1 to 1 1/2 and placed over the non-healing incision. The vac skin wound management system was placed and secured.¿ explant preoperative complaints: on (B)(6) 2007: ¿the patient is a 51-year-old white female, admitted for exploratory laparotomy. She has a history of a ventral hernia repair in the past and was referred to surgery because of intractable abdominal pain and drainage from the abdominal wound. CT scan of the abdomen revealed an enterocutaneous fistula. The patient also was noted to have elevated white counts consistent with an intraabdominal infection.¿ on (B)(6) 2007: ¿the patient is a 51-year-old white female with a past medical history of multiple repairs of ventral hernia over the past few years. She is admitted on december 11 for exploratory laparotomy because of her complaint of worsening abdominal pain with drainage from the abdominal wound. She had noticed copious drainage from her previous ventral hernia repair site for the past two to three weeks.¿ explant procedure: exploratory laparotomy, small bowel resection, excision of enterocutaneous fistula x2, removal of infected mesh. Explant date: (B)(6) 2007 [hospitalized (B)(6) 2007] ¿there is an opening right superior to the umbilicus at the midline which drained bilious fluid. There is another indurated area, just a little bit left to the umbilicus was also noted. The midline of the abdomen appeared to be erythematous with scar tissue. We decided to make an elliptical incision including the scar. This was done by using a #10 blade. Dissection was made carefully, carried down with electrocautery. While we removed all this elliptical scar tissue we paid special attention to injury to the potential bowel that adheres to the scar tissue which most likely forms the enterocutaneous fistula. We also noted that there is a ventral hernia right below the xiphoid region. We entered the peritoneal cavity through that site where there was no dense adhesion seen. There was sharp dissection on the adhesion to the intraabdominal wall which was carefully taken down. We also saw that there was a loop of small bowel adhesed to the anterior abdominal wall which contained the previously placed mesh. This was then carefully excised. There is another loop of bowel which adhered to the mesh. Again this is taken down with sharp scissors and electrocautery. Once the adhesion and the loops of small bowel were taken down, we noticed that there were two fistulas that were about 20 cm apart. At this point we resected part of the bowel that contained the fistula by using gia. We then proceeded to run the small bowel from the ligament of treitz to the ileocecal junction. There appears to be no enterotomy. Then we proceeded to perform the small bowel anastomosis and this is done by placing the resected small bowel side-to-side with 3-0 silk sutures placed as the stay suture. Then the enterotomy is made at the end of the small bowel. Gia is then used again to create a connection between the two loops of small bowel. Once the staples are fired, the staple line is inspected for hemostasis. At this point we then used the ta to close the enterotomy site and this is followed by lembert suture using several 3-0 silk. Attention is then turned to excise the infected mesh of the abdominal wall. The previously placed suture for the mesh was also removed as much as possible. Hemostasis is controlled by using electrocautery. Small bleeders were also ligated by using 3-0 silk suture. Please note that the mesentery where the small bowel anastomosis was made was reapproximated by using 3-0 vicryl suture to prevent internal hernia. Next, we proceeded to close the abdomen. Since the consideration of the previous infected mesh and the presence of the enterocutaneous fistula, we decided to close the abdomen without placing further synthetic materials. This is done by using looped pds of size 0 with 5 retention suture. The closure of the abdominal wall was done after the lap and instrument counts were correct. Please also note that copious warm normal saline was also used to irrigate intra-abdominal cavity. The skin is then reapproximated by using staples. Bacitracin ointment is applied followed by dry 4 x 4 gauze and silk tapes. A large size abdominal binder is also placed. The estimated blood loss is approximately 200 ml. The specimen sent is defective mesh and small bowel.¿ pathology for the device explanted during the (B)(6) 2007 procedure was not provided. Relevant medical information: on (B)(6) 2007: ¿the patient is a 51-year-old female with a history of multiple hernia wound repairs, admitted for exploratory laparotomy due to copious drainage from the wound site and abdominal pain. The patient had first central hernia repair done in (B)(6) 2005. The patient had infected wound with wound culture positive for methicillin-resistant staphylococcus aureus. Blood culture negative. In (B)(6) 2007 had removal of infected mesh treated with vancomycin and developed itchiness after intravenous vancomycin. The patient had skin graft in (B)(6) 2007, reopening of the wound in (B)(6) 2007, had left 2 enterocutaneous fistula with drainage. The enterocutaneous fistula became bigger from (B)(6) 2007 and drainage of fluid increased from then. Three weeks ago the drainage turned yellow and since last week it started to have a bad odor. The skin around the wound became erythematous and swollen. The patient also had constant 6 out of 10 abdominal pain relieved by advil, no aggravating factor, since last week. The patient also complains of itchiness around the wound site. The patient underwent operation yesterday, exploratory laparotomy, small bowel resection, excision of enterocutaneous fistula, removal of infected mesh. On the operative note it stated that they removed the infected mesh as much as possible, no synthetic material inserted at this time. The patient has no fever and was placed on cefoxitin 2 grams every 8 perioperative and metronidazole 500 mg every 6 hours on this admission. The patient denies fever or chills. Denies cough or sputum. The patient denies sore throat, night sweats, nausea or vomiting, dysuria or frequency. The patient had on and off greenish diarrhea at home for 2 weeks which went away after admission. The patient was on no antibiotics at home.¿ on (B)(6) 2007: wound culture collected (B)(6) 2007: ¿gram stain 4+ white blood cells 4+ gram poss [sic] cocci pairs, chains, 4+(each) enterococcus faecalis, staph aureus methicillin resistant.¿ on (B)(6) 2007: discharge summary: ¿this is a 51-year-old female who was admitted to the hospital on (B)(6) 2007. She has had multiple repair of ventral hernias in the past and presented with intractable pain and drainage from the abdominal wounds for two to three weeks so she was taken to the or where she had excision of intracutaneous [sic] fistula x2 with small bowel resection with anastomosis and removal of infected mesh. Hospital course: she was brought to the or where she had an excision of the ec [enterocutaneous] fistula small bowel resection with removal of the infected mesh. She did receive one unit of packed rbcs while in the or. Postoperatively she had a few complications. She was seen by infectious disease and was placed on antibiotics. She was seen by dr. Wooton for her blood sugars. She was seen by pain control for her pain. She was kept on an anticoagulant while in the hospital. The abdominal wound was packed and the patient was discharged home on (B)(6) 2007, with antibiotics for another two weeks with wound care...¿ conclusions: the alleged ¿gore-tex¿ mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes. It should be noted that the as gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further state: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further state: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code (d15): cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. Records prior to 3/9/2005, including records for cesarean section, inguinal hernia repairs and hysterectomy, were not provided. Operative records dated (B)(6) 2005 indicate the patient underwent ¿recurrent ventral hernia repair with mesh.¿ preoperative/postoperative diagnosis ¿recurrent ventral hernia.¿ the records state ¿a 12-cm horizontal transverse incision was taken about 2 cm below the umbilicus, most of the incision on the right side, with the #10 scalpel. Using cautery, the dermis was cut, and coag features were used to cut through the subcutaneous tissue and fascia until the peritoneal space was reached, and the peritoneum was entered to access the loops of bowel.¿ operative records dated (B)(6) 2005 state: ¿as we removed the multiple loops of bowel that appeared to be adherent, there was a lot of scar tissue, so extensive lysis of adhesions was done. At the same time, we mobilized all the tissue, freeing up the excess tissue around the fascial edges until all the fascial edges all around were clearly identified. After having done extensive lysis of adhesions and freed the bowel from the posterior abdominal wall and the adhesions of the bowel itself, the bowel was returned to the peritoneal cavity.¿ operative records dated (B)(6) 2005 continue: ¿then a parietex mesh was used, cut to size, approximately 10 to 12 cm in diameter, and the special gore-tex sutures were used to tie the parietex to the posterior abdominal wall intraperitoneally. Multiple interrupted sutures throughout encircling the entire mesh were taken and then tied. The large hernia defect was now closed with the parietex mesh. Then we closed the fascia, followed by bring the superficial epidermis together with staples.¿ operative records dated (B)(6) 2006 indicate the patient underwent ¿exploratory laparotomy, ventral hernia repair with mesh and lysis of adhesions.¿ preoperative/postoperative diagnosis ¿ventral hernia.¿ the records state: ¿this is a 50-year-old female with recurrent ventral hernias after a cesarean section. She has had 4 recurrent hernias and she was symptomatic with pain and hence the surgery was indicated. Operative records dated (B)(6) 2006 state: operative findings: ¿multiple, small defects in the abdominal wall. Lots of adhesions between the small bowel and the previous mesh.¿ ¿the midline was entered using a scalpel. The abdominal cavity was entered using electrocautery. Lots of small bowel to small bowel adhesions were noted. Significant adhesions between the small bowel and the mesh were also present. The adhesions were carefully taken down using metzenbaum scissors. Care was taken to make sure there were no enterotomies made.¿ operative records dated (B)(6) 2006 state: ¿once the bowel loops were totally freed, the fascial edges were then identified and held using kocher clamps. We used an 8 x 6 gore-tex mesh which was placed above the loops of bowel. It was tacked to the fascia using interrupted gore-tex sutures. We used a great number of these sutures to tack the fascia well. Care was taken to make sure that we stayed above the mesh and did not enter the abdominal cavity with a needle. The fascia was then closed using running gore-tex suture as well. Interrupted 3-0 vicryl sutures were placed to approximate the subcutaneous tissue, and the skin was approximated using staples.¿ product identification records for the alleged gore device were not provided. Operative records dated (B)(6) 2007 indicate the patient underwent ¿abdominal wall fluid collection washout with pulsavac evacuation.¿ preoperative/postoperative diagnosis ¿abdominal wall fluid collection.¿ the records state ¿the abdominal incision was opened through the previous scar, taken down through the subcutaneous tissues and fascia. A fluid collection was identified and drained and pulsavac evacuation was done. Cultures were obtained, sent to pathology for full evaluation. She tolerated the procedure well. V ac drainage was placed at the completion of her procedure .¿ medical records dated (B)(6) 2007 indicate the patient was seen by infectious disease for ¿abdominal pain infection.¿ the records state ¿the patient has a long-standing history of ventral hernia after hysterectomy. She was having problems with this, and on (B)(6) 2006 had a ventral wound herniorrhaphy with mesh placement. The patient states that she left the hospital and did well, with good healing. She had her sutures removed on 01/10/2007 with no problems and few days later she noticed increasing abdominal pain and also warmth and erythema of the suture line.¿ medical records dated (B)(6)2007 state: ¿per the patient's recounting, she had 3 separate small incisions of her wound site, which each time drained only serosanguineous fluid. She never noted frank pus. The patient reports a CT scan, which was reportedly significant for a fluid collection in the area of her surgery. The patient is now postoperative day #1 from incision and drainage of her abdominal wound.¿ medical records dated (B)(6)2007 continue: ¿she has a vac in place. The patient states that she was having fevers up to 100.8 and chills. She denies nausea, vomiting, or diarrhea. She has the positive sick contact of her daughter. Physical examination: abdomen: soft, nontender, nondistended, with no hepatosplenomegaly. She has a v ac in place from a midline abdominal wound. The patient states that the mesh was left in . She has minimal surrounding erythema around the v ac, and the v ac is draining serosanguineous fluid.¿ medical records dated (B)(6)2007 states: assessment and plan: ¿the patient is a 50-year-old woman, with a staphylococcus aureus abdominal wound infection, mesh associated, currently on vancomycin. At this time, we will continue her vancomycin and await the results of susceptibilities. The patient will likely need a prolonged course of antibiotics with mesh in place. Provided she does well then would consider chronic suppressive therapy with an oral agent.¿ wound culture report dated (B)(6)2007 for specimen collected 1/14/2007 states: ¿gram stain 4+ red blood cells, 4+ white blood cells, no bacteria seen.¿ the report also states ¿1+ staph aureus methicillin resistant.¿ blood culture report dated (B)(6)2007 for specimen collected (B)(6)2007 states: ¿no growth at 5 days.¿ operative records dated (B)(6)2007 indicate the patient underwent ¿split thickness skin graft less than 100 cm to abdominal wound from right thigh donor site.¿ preoperative/postoperative diagnosis ¿non-healing abdominal wound.¿ operative records dated (B)(6)2007 state: ¿the pulsavac antibiotic solution was used to irrigate the non-healing wound. A 0.014 thickness skin graft was obtained from the right thigh and meshed 1 to 1 1/2 and placed over the non-healing incision. The vac skin wound management system was placed and secured.¿ blood culture report dated (B)(6)2007 for specimen obtained 12/13/2007 states: ¿no growth at 5 days.¿ wound culture report dated (B)(6)2007 for specimen obtained (B)(6)2007 states: ¿gram stain 4+ white blood cells 4+ gram poss cocci pairs, chains, 4+(each) enterococcus faecalis , staph aureus methicillin resistant.¿ medical consultation records for (B)(6)2007 admission state: ¿the patient is a 51-year-old white female, admitted for exploratory laparotomy. She has a history of a ventral hernia repair in the past and was referred to surgery because of intractable abdominal pain and drainage from the abdominal wound. CT scan of the abdomen revealed an enterocutaneous fistula. The patient also was noted to have elevated white counts consistent with an intraabdominal infection.¿ operative records dated (B)(6)2007 indicate the patient underwent ¿exploratory laparotomy, small bowel resection, excision of enterocutaneous fistula x 2, removal of infected mesh.¿ indications for procedure states ¿the patient is a 51-year-old white female with a past medical history of multiple repairs of ventral hernia over the past few years. She is admitted on december 11 for exploratory laparotomy because of her complaint of worsening abdominal pain with drainage from the abdominal wound. She had noticed copious drainage from her previous ventral hernia repair site for the past two to three weeks.¿ operative records dated (B)(6) 2007 state: ¿there is an opening right superior to the umbilicus at the midline which drained bilious fluid. There is another indurated area, just a little bit left to the umbilicus was also noted. The midline of the abdomen appeared to be erythematous with scar tissue. We decided to make an elliptical incision including the scar. This was done by using a #10 blade. Dissection was made carefully, carried down with electrocautery.¿ operative records dated (B)(6)2007 state: ¿while we removed all this elliptical scar tissue we paid special attention to injury to the potential bowel that adheres to the scar tissue which most likely forms the enterocutaneous fistula. We also noted that there is a ventral hernia right below the xiphoid region. We entered the peritoneal cavity through that site where there was no dense adhesion seen. There was sharp dissection on the adhesion to the intraabdominal wall which was carefully taken down. We also saw that there was a loop of small bowel adhesed to the anterior abdominal wall which contained the previously placed mesh.¿ operative records dated (B)(6)2007 continue: ¿this was then carefully excised. There is another loop of bowel which adhered to the mesh. Again this is taken down with sharp scissors and electrocautery. Once the adhesion and the loops of small bowel were taken down, we noticed that there were two fistulas that were about 20 cm apart. At this point we resected part of the bowel that contained the fistula by using gia. We then proceeded to run the small bowel from the ligament of treitz to the ileocecal junction. There appears to be no enterotomy.¿ operative records dated (B)(6)2007 state: ¿then we proceeded to perform the small bowel anastomosis and this is done by placing the resected small bowel side-to-side with 3-0 silk sutures placed as the stay suture. Then the enterotomy is made at the end of the small bowel. Gia is then used again to create a connection between the two loops of small bowel. Once the staples are fired, the staple line is inspected for hemostasis. At this point we then used the ta to close the enterotomy site and this is followed by lembert suture using several 3-0 silk.¿ operative records dated (B)(6)2007 state: ¿attention is then turned to excise the infected mesh of the abdominal wall. The previously placed suture for the mesh was also removed as much as possible. Hemostasis is controlled by using electrocautery. Small bleeders were also ligated by using 3-0 silk suture. Please note that the mesentery where the small bowel anastomosis was made was reapproximated by using 3-0 vicryl suture to prevent internal hernia. Next, we proceeded to close the abdomen. Since the consideration of the previous infected mesh and the presence of the enterocutaneous fistula, we decided to close the abdomen without placing further synthetic materials.¿ operative records dated (B)(6)2007 state: ¿this is done by using looped pds of size 0 with 5 retention suture. The closure of the abdominal wall was done after the lap and instrument counts were correct. Please also note that copious warm normal saline was also used to irrigate intra-abdominal cavity. The skin is then reapproximated by using staples. Bacitracin ointment is applied followed by dry 4 x 4 gauze and silk tapes. A large size abdominal binder is also placed. The estimated blood loss is approximately 200 ml. The specimen sent is defective mesh and small bowel.¿ a pathology report for the specimen collected during the (B)(6) 2017 procedure was not provided. Infectious disease consultation dated (B)(6) 2007 states: ¿the patient is a 51-year-old female with a history of multiple hernia wound repairs, admitted for exploratory laparotomy due to copious drainage from the wound site and abdominal pain. The patient had first central hernia repair done in december 2005. The patient had infected wound with wound culture positive for methicillin-resistant staphylococcus aureus. Blood culture negative. Infectious disease records dated (B)(6) 2007 in (B)(6) 2007 had removal of infected mesh treated with vancomycin and developed itchiness after intravenous vancomycin. The patient had skin graft in march 2007, reopening of the wound in (B)(6) 2007, had left 2 enterocutaneous fistula with drainage. The enterocutaneous fistula became bigger from august 2007 and drainage of fluid increased from then. Three weeks ago the drainage turned yellow and since last week it started to have a bad odor. The skin around the wound became erythematous and swollen. The patient also had constant 6 out of 10 abdominal pain relieved by advil, no aggravating factor, since last week.¿ infectious disease records dated (B)(6) 2007 continue: ¿the patient also complains of itchiness around the wound site. The patient underwent operation yesterday, exploratory laparotomy, small bowel resection, excision of enterocutaneous fistula, removal of infected mesh. On the operative note it stated that they removed the infected mesh as much as possible, no synthetic material inserted at this time. The patient has no fever and was placed on cefoxitin 2 grams every 8 perioperative and metronidazole 500 mg every 6 hours on this admission. The patient denies fever or chills. Denies cough or sputum. The patient denies sore throat, night sweats, nausea or vomiting, dysuria or frequency. The patient had on and off greenish diarrhea at home for 2 weeks which went away after admission. The patient was on no antibiotics at home.¿ summary medical records dated (B)(6) 2007 indicate the patient was admitted to the hospital on (B)(6) 2007. The records state: ¿this is a 51-year-old female who was admitted to the hospital on (B)(6) 2007. She has had multiple repair of ventral hernias in the past and presented with intractable pain and drainage from the abdominal wounds for two to three weeks so she was taken to the or where she had excision of intracutaneous fistula x2 with small bowel resection with anastomosis and removal of infected mesh.¿ medical records dated (B)(6) 2007 state: hospital course: ¿she was brought to the or where she had an excision of the ec fistula small bowel resection with removal of the infected mesh. She did receive one unit of packed rbcs while in the or. Postoperatively she had a few complications. She was seen by infectious disease and was placed on antibiotics. She was seen by dr. Wooton for her blood sugars. She was seen by pain control for her pain. She was kept on an anticoagulant while in the hospital. The abdominal wound was packed and the patient was discharged home on (B)(6) 2007, with antibiotics for another two weeks with wound care...¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent an open ventral hernia repair on an (B)(6) 2006, whereby an alleged gore device was implanted. The complaint alleges that on (B)(6) 2007, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: pain, fluid collection, infection, mesh removal, small bowel resection, additional surgery. Additional event specific information was not provided.